Manufacturer narrative:
(B)(4). Method: three complaint cannulae were received and were visually inspected. Results: visual inspection revealed that in all three cases the tubing had been pulled out of the swivel connector. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. The hospital had confirmed that the patients were likely pulling on the tubing. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt944 nasal cannula contain the following warning: do not crush or stretch tube, to prevent loss of therapy.

Event description:
A hospital in (B)(6) reported that the tubing of four opt942 nasal cannulae had become detached from the distal connector that attaches to the breathing circuit. No patient consequence was reported.